Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system extension tube leaked during use. This occurred with 8 different catheters. The following information was provided by the initial reporter, translated from (B)(6) to english: "on (B)(6), 2021, the nurse was preparing to infusion. When she removed the pinch clamp, it was found that the extension tubing was leakage. The saf-t has been indwelt for two days, the patient had to be punctured again."

Manufacturer narrative:
Investigation summary : a device history record review was completed for provided lot number 9175096. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. To aid in the investigation of this incident, picture samples were returned for evaluation by our quality engineer team. Through examination of the pictures, the tubing component was observed cut. However, through the picture samples alone, the cause of the cut tubing could not be determined. The saf-t-intima product is manually made and assembled without the use of sharp objects that could potentially damage the tubing or other product components. It is important that the instructions for use are carefully followed when handling the saf-t-intima product to avoid the risk of damage. As a cause related to the manufacturing process could not be concluded from the picture samples, further action has not been determined necessary at this time.

Event description:
.It was reported that the bd saf-t-intima¿ IV catheter safety system extension tube leaked during use. This occurred with 8 different catheters. The following information was provided by the initial reporter, translated from chinese to english: "on (B)(6), 2021, the nurse was preparing to infusion. When she removed the pinch clamp, it was found that the extension tubing was leakage. The saf-t has been indwelt for two days, the patient had to be punctured again.".